Event description:
Description of event according to initial reporter: the physician attempted to insert the filter catheter into the sheth, but it was kinked halfway and could not be inserted. Therefore, all devices were removed, and a 9fr sheath was used to prevent kinking, and another device (lot unknown) was used to complete the procedure. Patient outcome: the patient have recovered.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). Summary of investigational findings: due to a kink in the sheath the tulip filter could not be advanced from jugular approach. All devices were removed and to prevent kinking another filter was successfully placed by use of a 9fr sheath. No reported harm to the patient. The introducer sheath was returned and had severe kink 327 mm from the distal tip. The jugular introducer nor the tulip filter was returned, but the kink did obviously prevent any passage. Based on the information provided only it would be inappropriate to speculate at what may or may not have caused the sheath to kink during advancement, but the placement of a 9fr sheath may indicate some tortuous anatomy. Also, according to IFU the coaxial sheath system must be advanced over the wire guide, but there is no information as to the dilator and if it was used/damaged, too, and the dilator was not returned. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.